Manufacturer narrative:
The manufacturing facility performed a device history review of the lot number reported (75x121): the review showed no deviations or abnormalities related to the reported issue. One used infusion site was returned for evaluation. The examination of the infusion site showed that the cannula had broken off at approximately 1mm where attached to the base of the site. Examination under microscopy showed that the cannulas were slightly bent over on one side. The remaining length of cannula was not returned. The examination under microscopy showed no abnormalities in the cannula wall thickness. The investigation could not establish root cause, but did not find any evidence to show the issue was caused by an intrinsic defect in the product.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
Reporter stated that the cannula broke. No other details were provided. Additional information has been requested, but not received to date. No adverse health outcome reported.